Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
End user called in and said the last 3x's she used these catheters, she developed a uti within 2 days of using them. End user sought medical attention and was prescribed antibiotics, which cleared up the uti. Further information: she got a uti within 2 days of using the catheter the last three times she used it and she was prescribed antibiotics. She had 3 utis and 3 times antibiotics. She said she does the same procedure to keep everything consistent.